Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image could not be seen. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device, but couldn¿t duplicate the reported phenomenon. In addition, sorc conducted a safety test and visually checked the condition of each part, but there was no abnormality in the device. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based on the evaluation result, it is possible that the endoscopic image was temporarily not displayed due to dust or dirt on the electrical contacts of the video connector. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.